Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no low battery alert and unexpected battery out limit alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer's mother stated already replacing the battery cap. Customer's mother was assisted with troubleshooting. The customer's mother mentioned this is the second occurrence of the alarm without warning. The customer's mother was assisted with trouble shooting motor error alarm and pump was able to rewind. Customer's mother was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.